Event description:
While respiratory therapist was repositioning endotracheal tube of mechanical ventilated patient, the patient developed acute respiratory distress, bradycardially ventilated and soon regained consciousness. On reconnecting patient to ventilator, patient demoinstratedf exhalation difficulty. On investigation respiratory therapist discovered the expiratory limb of the ventilator circuit was collasped, thereby creating expiratory resistance. On further evaluation it was concluded that the disposable ventilator circuit tubing tends to spontaneously collaspe, thereby, creating expiratory resistance and retards patient exhalationdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design, telemetry failure, none or unknown, tubing. Conclusion: device failure occurred and was related to event, device failure related to patient condition, device failure related to patient condition, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, other, none or unknown. The device was destroyed/disposed of.